Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# unknown serial# implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they've had some issues with the other leads and said that only has one lead left and the other leads were not good. Patient was notified of this issue in (B)(6) 2025, which said was their last appointment. Agent explained that patient only has one lead which has four electrodes on it. Patient also said that has to urinate all the time, still has to go to the bathroom however has difficulty having bowel movements. When asked, patient said that has parkinson's and it is hard to have bowel movements and also said that healthcare provider gave patient the wrong medications and killed their kidneys. Patient said that noticed a change in symptoms today. Patient asked for assistance in making an adjustment. Reviewed therapy information and general programming guidance. With instruction patient connected to implant and made a slight adjustment. Patient will maintain stimulation level and will continue to track symptoms. Reviewed maintenance information regarding communicator and programmer. Patient said that their next appointment at their doctor's office isn't until july. Patient to contact clinic to request earlier appointment.